Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the issue is: all air locked. It's very had to draw up or inject. Additional information received on 12-may-2023. Was there any patient involvement? What was the patient outcome? No real client issues. Noticed when preparing vaccine prior to client coming to nurse, a few noticed difficulties when immunizing client. Majority was noticed when priming attempting to prime needles and able to. Is there any adverse event or serious injury? None what was the procedure being performed during the incident? It was air locked, very hard to draw up vaccine if at all.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 08-jun-2023 h6: investigation summary four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review was completed for provided lot number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 6 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the issue is: all air locked. It's very had to draw up or inject. Additional information received on 12-may-2023. 5. Was there any patient involvement? What was the patient outcome? No real client issues. Noticed when preparing vaccine prior to client coming to nurse, a few noticed difficulties when immunizing client. Majority was noticed when priming attempting to prime needles and able to. 6. Is there any adverse event or serious injury? None 7. What was the procedure being performed during the incident? It was air locked, very hard to draw up vaccine if at all.